Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that obstruction in the infusion line of the cassette and infusion line bent inside the pack when opened before surgery. The surgery details were unknown. No patient impact was reported. Additional information received as the obstruction in the infusion line of the cassette and infusion line bent inside the pack when opened and error message was displayed before surgery for combined surgery. The surgery was completed on the same day with equipment from another company. There was no contact with patient.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned the investigation site for evaluation; therefore, the condition of the product could not be verified. An image of the infusion cannula was provided by the customer. The image shows an infusion cannula tip bent and appears crushed at different points along the shaft. However, the image is not a close-up and therefore it makes drawing an exact conclusion a challenge. The product would need to be returned for further evaluation and root cause determination. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The observed damage in the image provided would have been rejected during production. The infusion cannula is inspected during the production process under high magnification to detect and reject non-conforming product such as a bent infusion cannula. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be conclusively determined as product was not returned and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).